Event description:
It was reported by the patient that she is experiencing pain in her left shoulder and arm. The patient believes the pain is due to a lead hanging out. The leads remain in use. No further complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.